Event description:
Have a spinal cord stimulator that is supposed to be (magnetic resonance imgaing) compatible. Went to have (magnetic resonance imgaing) done and when they called boston scientific, they were told one of my leads is a trial lead and not a permanent lead. The one I have is not FDA approved. Not sure if it is safe to have another (magnetic resonance imgaing) or to keep the stimulator installed. I have dates and lots of data to send. Someone installed the wrong wire inside me.